Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2019, the patient had an unwitnessed fall resulting in a "bump" over the rns neurostimulator site; however there was no observed redness or drainage. Subject presented at local hospital with an increase in seizure frequency, mental status changes and fever. Initial blood cultures were positive for gpc (gram positive cocci) and the patient was started on antibiotics at the local hospital prior to being transferred to her primary treating center. The patient continued vancomycin and was started on cefepime and flagyl. Gram stain of cerebrospinal fluid (csf) indicated gpc. There were no indications of inflammation or infection on scalp examination, however given the positive csf and blood culture results, the treating center proceeded with removal of all implanted hardware. Per the treating center, etiology was either iatrogenic from recent rns neurostimulator replacement (due to expected battery life) or secondary to a recent peripheral infection. The patient remains on IV antibiotics. The treating center identified this as a deep incisional infection.